Event description:
This is a report of a home patient (hp) who acquired a fungal peritonitis manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for this event. The treatment was not reported. The cause of the peritonitis event was unknown. At the time of the report, the patient had not yet recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.